Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03580.

Event description:
It was reported in a journal article that an unknown number of patients experienced heterotopic ossification on an unknown date. No patients required further surgery for ossification removal. No further event information available at the time of this report.